Event description:
It was reported by the company representative that the programmer would not establish wireless telemetry with implantable cardioverter defibrillators and progressively got worse and would not establish telemetry with pacemakers. The representative will run the service diskette and if that does not help then will return the programmer for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.